Manufacturer narrative:
(B)(4). The customer reported that there were no audible tones emitting from the speaker. No pt harm was reported. A philips service technician found that intermittent tones were produced from the monitor. Root cause - a replacement speaker assembly board was ordered and installed within the bedside monitor. There have been no additional similar issues reported with this monitor since the date of this complaint. The pt monitor was delivered to the customer in (B)(6) 2011. Risk analysis - device labeling (IFU) adequately warns users not to rely solely on audible alarming and specifies that effective monitoring includes close personal observation. A search of the complaint database did not identify any trending with this reported issue. Consideration of this complaint and similar complaints support that there are no design, manufacturing, materials, or labeling problems. No further investigation or action is warranted.

Event description:
The customer reported that there were no audible tones emitting from the speaker. No pt harm was reported.